Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause of the reported dislodged cannula or adhesive failure. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.5-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the pod adhesive detached from the infusion site on the back after approximately 1-4 hours of wear, causing the cannula to dislodge and insulin to leak. It was further noted that the adhesive lifted at the narrowest part of the pod. This resulted in the patient¿s blood glucose level increasing above 13.9 mmol/l (250 mg/dl). The patient applied a new pod and successfully resumed therapy.